Event description:
The customer reported an incident of hypervolemia during a tpe run. Per the customer, 3064 ml were replaced while only 1650 ml were removed. The pt was "ok" after the procedure and no medical intervention was necessary. Pt info is unavailable at this time. This report is being filed due to insufficient info provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation: the machine was functionally tested and no problems were identified. A product disposition form review was completed for this machine serial number and no mfg related issues were found. Investigation eval and corrective actions are in-process. A f/u report will be provided.